Event description:
The patient had a resolute integrity drug eluting stent (des) implanted in the lad without any reported issues. Post implant patient has reported experiencing a reaction to the des from either the nickel or drug.

Manufacturer narrative:
Evaluation results: root cause unknown - inherent risk of procedure. No results available since no evaluation performed - device or procedural images not provided for review evaluation. (B)(4).